Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and power on reset parameters were noted. On (B)(6) 2010, the device recorded a critical ram parity error power on reset.

Event description:
It was reported that power-on-reset had occured. The patient recently underwent radiation therapy. The patient also had a couple of CT scans. The reset was cleared. No patient complications were reported as a result of this event.